Event description:
It was reported that during a follow-up visit, lead dislodgement was noted. The patient presented for a procedure to have the lead explanted and was replaced with a new lv lead. There were no electrical issues reported. Patient was stable throughout.

Manufacturer narrative:
Analysis was normal. No anomalies were found.